Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a plif case while removing the pedicle screw, the tip of screwdriver was broken off. The broken off piece was retrieved and the pedicle screw was replaced to a new one. The procedure was completed without any further incident. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. Visually confirmed approximately ~22mm of the instrument tip has been broken off. Broken off portion of the shaft is bent, consistent bend stress overload. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload.